Manufacturer narrative:
During testing, it was noted that the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the device to the service center with a report from the customer contact that the device alarmed with an e433 (proximal pressure sensor 2 error) error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.